Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold and deformation. Cloudy was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "concern's of the product" and "capsular contracture baker grade unknown" and rupture against right device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, a.6, b.5, d.6b, h.6.

Event description:
Healthcare professional additionally reported rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported "concern's of the product" and "capsular contracture baker grade unknown" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown. Reoperation has not been scheduled at this time.